Event description:
Pt to radiology for removal of fractured infusaport. Chest x-ray reveals fx near insertion site. Distal tip within right atrium tip removed by radiology. Pt to surgery for removal of port. Original implant done at a medical center.